Event description:
The pump was returned for investigation. Investigation revealed that the battery cap had stripped threads and did not secure properly to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/28/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately. Evaluation revealed that the battery cap threads were stripped and the battery cap did not secure tightly into battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).